Event description:
It was reported that the patients' right knee is swollen and when he moves the knee pops. He has trouble swimming, riding bicycles and with his usual activities. Patient reports pain since the initial surgery.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker right knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
The patient is(B)(6) in height. An event regarding crepitation/popping noise involving a x3 triathlon insert cr#7 11mm was reported. The event was confirmed. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿[¿] it is unclear if popping is from the patellar component or soft tissue. In this morbidly obese patient, there is no evidence of faulty component design, manufacturing, or materials responsible for the symptoms described three years status-post primary total knee arthroplasty.¿ conclusions: the exact cause of the event could not be determined because as per clinical consultant¿s medical review there is no confirmation of the complaints in the event description until (B)(6) 2014 and it is unclear if popping is from the patellar component or soft tissue. Furthermore, clinical consultant concluded there is no evidence of faulty component design, manufacturing, or materials responsible for the symptoms described three years status-post primary total knee arthroplasty. The following additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5551-g-320, triathlon asymmetric x3 patella, lot code: unknown; cat. No.: 5520-b-500, triathlon prim cem fxd bplt #5, lot code: unknown; cat. No.: 5517-f-502, triathlon p/a cr beaded #5r, lot code: unknown; cat. No.: 6192-1-001, simplex p speedset full dose 1 pack, lot code: unknown.

Event description:
It was reported that the patients' right knee is swollen and when he moves the knee pops. He has trouble swimming, riding bicycles and with his usual activities. Patient reports pain since the initial surgery.